Event description:
Firefighters wire treating a 50 yr old male pt who was experiencing a cardiac arrest and had a long history of cardiac problems. The unit advised the firefighters to defibrillate and they defibrillated the pt. They were using a unit that had a blank ECG display so they were unable to read the pt's ECG trace. The pt subsequently expired. The complainant indicated that the pt was not a "viable" pt. The firefighters later examined the strips from the code and indicated that the pt was defibrillated while his rhythm was in pea and that the unit should not have advised a defibrillation attempt. The facility's territory manager met with the firefighters and reviewed the operation of the unit. After the in-service, the complainant indicated that the unit functioned properly during the code.